Event description:
(Related symptoms if any separated by commas): novopen 4 that didn't inject insulin normally, piston rod in his pen didn't move normally [device malfunction]. Hyperglycemia (600 mg/dl) [hyperglycaemia]. Needle was left attached to the pen between the injections [product storage error] the dialing clicks was used to estimate the dose [wrong technique in product usage process]. This serious spontaneous case from egypt was reported by a consumer as "novopen 4 that didn't inject insulin normally, piston rod in his pen didn't move normally(device component malfunction)" beginning on (B)(6) 2022, "hyperglycemia (600 mg/dl)(hyperglycemia)" beginning on (B)(6) 2022, "needle was left attached to the pen between the injections(device stored with needle attached)" with an unspecified onset date, "the dialing clicks was used to estimate the dose(wrong technique in the product usage process)" with an unspecified onset date, and concerned a 69 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 110 iu, qd (70 u at morning and 40 u at night), subcutaneous) from unknown start date and ongoing for "diabetes mellitus". Patient's height: 161 cm. Patient's weight: 112 kg. Patient's bmi: 43.20820960. Current condition: diabetes mellitus (since 1993, type not reported), hypertension, chest allergy, kidney function abnormal,gout historical drug: novorapid flexpen. In the last 2019-2020 he did creatinine (kidney lab test) as he took a lot of painkillers (not specified) (non-codable). Concomitant products included - forxiga(dapagliflozin propanediol monohydrate) ongoing, atacand(candesartan cilexetil) ongoing, foradil(formoterol fumarate) ongoing, avarol 40 (non-codable), mifronyl (non-codable). On (B)(6) 2022, patient experienced hyperglycemia with blood glucose values of 600 mg/dl as patient had a problem in his novopen 4 that didn't inject insulin normally and the piston rod in his novopen 4 didn't moved normally, but patient said that later (date not reported) his blood glucose level become 191 mg/dl and then 190 mg/dl (recovered). It was reported that there was no intervention required. The patient took 40 u before the event and after finding that his bgl is high he took another 40 u at night. It was reported that patient's blood glucose levels in normal days was 120 mg/dl. It was reported that the patient's glycosylated hemoglobin was 11% a month ago. It was reported that the patient used one needle (unspecified) for all penfill and the needle was left attached to the pen between the injections. It was also reported that the patient is using dialing clicks to estimate the dose. The cartridge holder didn't detach from the pen body, patient was already trained by his hcp as he's using insulin from 27 years. There was no change in diet or exercise batch number of novopen 4 has been requested. Batch number of mixtard 30 was lr7ec26 (non valid). Action taken to novopen 4 was reported as not reported. Action taken to mixtard 30 hm penfill was reported as no change. The outcome for the event "novopen 4 that didn't inject insulin normally, piston rod in his pen didn't move normally(device component malfunction)" was not reported. The outcome for the event "hyperglycemia (600 mg/dl)(hyperglycemia)" was recovered. The outcome for the event "needle was left attached to the pen between the injections(device stored with needle attached)" was not reported. The outcome for the event "the dialing clicks was used to estimate the dose(wrong technique in the product usage process)" was not reported. Preliminary manufacturer's comment: 01-jun-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Reporter comment: causality was unlikely regarding mixtard 30 penfill but it was probable to the novopen additional dosage regimens: suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date. #1 mixtard 30 hm penfill regimen # 2 80 iu, qd (before event 40 iu and 40 iu at night, subcutaneous (B)(6) 2022 to ongoing).

Event description:
Case description: investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: lr7ec26. No conclusion can be made without the sample or a valid batch number. The reported batch number was not valid. The product was not returned for examination. Since last submission the following has been updated: investigation result updated. Annex b, c, d and g codes updated narrative updated accordingly. Final manufacturer's comment: on 19-jul-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient, underlying medical history of diabetes mellitus and morbid obesity are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of mixtard 30 penfill. H3 continued: evaluation summary: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.